Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified distal rca. The lesion was predilated with a 2.0x15mm non-bsc balloon. The physician attempted to place the 2.25x12mm taxus express2 atom drug eluting stent, but was unable to cross the lesion. Upon removal, a stent strut was found raised. No pt complications were reported. Pt's status reported as "fine"

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.